Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens. The lens haptic bent prior to insertion into the eye. There was pt contact no pt injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed that one lens haptic is bent. Clear surgical residue/debris on the product. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.